Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a 15cm esophageal tear with no perforation. The physician aborted the case. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier: (B)(6) reports the scope used in the procedure. Case with patient identifier: (B)(6) reports the single use distal cover used in the procedure.